Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a texium leak within two minutes of starting a cytarabine chemotherapy infusion. Drops and wetness were noted on the nurse's gloves. There was no report of patient or nurse harm.

Manufacturer narrative:
The customer¿s report of fluid leakage while a texium valve was connected to a secondary set was not confirmed or replicated. Visual inspection observed no anomalies. The valve functioned effectively throughout testing. The secondary IV set involved in this complaint was not provided by the customer. The root cause of fluid leakage while a texium valve was connected to a secondary set could not be determined.